Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient said they think their stimulator is "fried". The patient said they had a CT scan and it hasn't worked since then. The stimulator was not turned off for the scan. The patient said the scan "zapped the heck out of their leg" and they couldn't even walk. The patient also said they are not feeling any stimulation now, but they have turned it up. The patient confirmed that their controller turns on. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.